Event description:
It was reported that the pump locked itself multiple times without user intervention. A family member stated that the patient can unlock the pump only by removing the battery. The family member denied that the buttons could have been pressed by mistake. The pump allegedly locked at different times of the day and the patient was engaged in different activities prior to each event. One time, during a routine prime step, the screen started flashing and the pump locked without user intervention. This time the patient was able to easily unlock the pump. The patient denied any signs of keypad peeling, sticking, or other damage. She confirmed that the buttons feel normal, they click and spring back as usual, and she does not press several times or harder to achieve a response. The patient denied exposing the pump to water or cleaning the pump with any type of solvent. The family member stated that the patient will continue to use the pump at this time.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 389- or 398 mg/dl, and 140- or 150 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.